Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failed. A field service engineer confirmed that the matrix drawer had previously failed due to a medication becoming lodged at the back of the drawer, which blocked the sensor. Customer cleared the obstruction prior to fse arrival. Upon arriving onsite, fse assessed the reported issue, confirmed that the obstruction had been removed, and verified that the drawer had recovered. The drawer was functioning properly during verification. The system functioned as intended after the field service engineer investigated the issue.